Manufacturer narrative:
One finger cuff was received by our product evaluation laboratory for a full examination. The report of pressure issue was not able to be confirmed on returned device. Finger cuff passed eeprom verification with expired status and patient information. The sensor was reset for pressure test. Finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. The finger cuff sensor passed post-decontamination leak test. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The device was used consecutively with another finger cuff related to manufacturer ref: (B)(4). Report ID: 2015691-2024-00581.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient before surgery with this finger cuff, the blood pressure value repeatedly drifted after being provided in a stable way, while patient condition remained unaltered. Patient was not treated according to these values. There was no allegation of patient injury. The device was available for evaluation. Patient demographic information was not available.